Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9057553. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-02-26. Medical device lot #: 9084743. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-03-25. Medical device lot #: 9092639. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-04-02. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with abnormal additive form. The following information was provided by the initial reporter: complaint from private laboratory. The user complained that white spots were found on the tube.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and it showed the tubes with larger than normal droplets of silica suspension on the tube wall. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with abnormal additive form. The following information was provided by the initial reporter: complaint from private laboratory. The user complained that white spots were found on the tube.